Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A valid serial number has not been provided for the sensor. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported the low glucose alarm failed to trigger on (B)(6) 2022 when customer was hypoglycemic. The customer lost consciousness and required treatment of glucagon injection by a third-party. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an alarm issue with the adc device. The customer reported the low glucose alarm failed to trigger on (B)(6) 2022 when customer was hypoglycemic. The customer lost consciousness and required treatment of glucagon injection by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated from unk to (B)(6) based on the returned product. Section h4 (device mfg date) has been updated based on the returned product download. Reader (B)(6) has been returned and investigated. Visual inspection of the reader, and universal serial bus (usb) cable, and power adapter has been performed and no issue has been observed. The isf (interstitial fluid) log was downloaded using approved software. A graph of glucose values was analyzed indicating that the high and low alarms were being activated successfully when glucose values were above and below the set threshold values. No issues were observed with the log. Extended investigation was performed on the returned reader. Visual inspection was performed and no issues were observed, reader turned on with button depression. Usb charger was inspected and no damage was observed. Using a power load tester, the usb charger was plugged in and tested and all results were within specification. Therefore, this issue is not confirmed. The DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.